Manufacturer narrative:
Device analysis: one smiths medical cadd legacy pump was returned for analysis with no physical damage found on the device. Event log history was performed and indicated that "error 1816" was recorded in history. During analysis, the customer's complaint regarding "error 1816" was not duplicated at power up and during infusion testing. However, motor wires were found pinched in between front and rear cases. Service replaced the motor as a preventive maintenance. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1816. It was also stated that the pump would not turn off and the patient did find a knot in the tubing which she  removed. There were no reported adverse events.